Event description:
Device 3 of 4; reference MFR. Report #1627487-2019-01080, reference MFR. Report #1627487-2019-01229, reference MFR. Report#1627487-2019-01232. It was reported the patients right orbital and right suborbital lead have high impedance resulting in stimulation to be felt at the ipg site. Reprogramming was unable to resolve the issue.surgical intervention may be pending to address the issue. The patients leads are implanted for off-label use.

Event description:
Device 3 of 4. Reference MFR. Report #1627487-2019-01080. Reference MFR. Report #1627487-2019-01229. Reference MFR. Report#1627487-2019-01232.

Event description:
Device 3 of 4; reference MFR. Report #1627487-2019-01080, reference MFR. Report #1627487-2019-01229, reference MFR. Report#1627487-2019-01232. It was reported during follow up the patients right orbital and right suborbital lead were explanted and replaced. Surgical intervention addressed the issue. Note: all leads are being reported as explanted because it's unknown which device is the patient's right orbital and right suborbital lead.